Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured.   The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. Where no obvious deviations, from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be definitively determined, the foreign material remained in the device. No damage was observed, on the nozzle, adhesive on the bending section cover, bending section cover or connecting tube. However, physical damage was detected on the plastic distal end cover. Reprocessing was conducted. As per ,the instructions for use (IFU). Nevertheless, the cause of the material remaining in the device could not be identified. The event can be [detected/prevented], by following the instructions for use: instructions for use states, the detection method in gif/cf-170 series, operation manual, chapter 3: preparation and inspection. Instructions for use states, the preventive measures in gif/cf-170 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the nozzle, the plastic distal end cover, the adhesive on the bending section cover, the bending section cover, the connecting tube and the up/down and right/left knobs. There were no reports of patient involvement.